Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2018 at 9:00am, she received sensor readings of 40 mg/dl, 55 mg/dl, and 61 mg/dl compared to readings of 125 mg/dl, 187 mg/dl, and 140 mg/dl obtained on the built-in reader respectively. Customer self-treated with 5 units of novorapid insulin via flexpen and at 10:00am, began experiencing nausea and stomach aches. Customer was seen at a hospital where a sensor scan result of 90 mg/dl was obtained and compared to an hcp meter reading of 368 mg/dl and a laboratory glucose result of 350 mg/dl, all reportedly obtained within 10 minutes. The sensor result of 90 mg/dl and lab result of 350 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and treated with "serum". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
There was no product has been returned, an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2018 at 9:00am, she received sensor readings of 40 mg/dl, 55 mg/dl, and 61 mg/dl compared to readings of 125 mg/dl, 187 mg/dl, and 140 mg/dl obtained on the built-in reader respectively. Customer self-treated with 5 units of novorapid insulin via flexpen and at 10:00am, began experiencing nausea and stomach aches. Customer was seen at a hospital where a sensor scan result of 90 mg/dl was obtained and compared to an hcp meter reading of 368 mg/dl and a laboratory glucose result of 350 mg/dl, all reportedly obtained within 10 minutes. The sensor result of 90 mg/dl and lab result of 350 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and treated with "serum". There was no report of death or permanent impairment associated with this event.